Manufacturer narrative:
This case has been already registered as MFR report # 3000931034-2015-00204, so we decide to cancel this present report. This is the final report submitted regarding this surgical event and medical device.

Event description:
This case has been already registered as MFR report # 3000931034-2015-00204, so we decide to cancel this present report.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for rotator cuff insufficiency. Conversion to rsa. Patient ID: (B)(6).